Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable, provided information states, the patient has a history of seizures and has had multiple shoulder surgeries. Provided info also states, the product is not suspected of contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised, due to loosening of the glenoid component.